Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup mode was confirmed in the laboratory. The backup mode was caused by a power on reset (por) during a high voltage shock. A small blemish was observed on the ICD can. It is believed that during a high voltage therapy delivery, the lead arced to the ICD can and caused the reset. The device was tested on the automated electrical testing system and found to be normal. It was believed that there may be an issue with the rv lead. (B)(4).

Event description:
It was reported that the device was taking a long time to charge and then went into backup vvi mode. The device experienced a power on reset (por). The device was explanted.